Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterine perforation"), device breakage ("device breakage"), pelvic pain ("pelvic pain/ pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("heavy vaginal bleeding/ abnormal bleeding (vaginal)") in a female patient who had essure (ess205) (batch no. 621682) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anemia from 1991 to 2000. Previously administered products included for contraception: depo-provera on 10-nov-2006 and micronor in 2006; for allergies: zyrtec in 2001; for an unreported indication: darvocet in 2006, vitamins in 2006 and ambien in 2006. Concomitant products included fluoxetine hydrochloride (prozac) from 2006 to 2009 and fluticasone propionate (flonase) since 2001. On 30-jan-2007, the patient had essure (ess205) inserted. In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In july 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device expulsion ("migration of essure device location of device/ malposition of essure device location of device: uterus"), dysmenorrhoea ("painful menstrual cycles/ dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), headache ("headaches"), abdominal pain lower ("excessive cramping"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), menstruation irregular ("irregular menses"), migraine ("migraines"), anaemia ("anemia"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)") and vaginal infection ("infection (vaginal)"). The patient was treated with cilest (ortho tri-cyclen), surgery (salpingectomy (bilateral removal of fallopian tubes)), surgery (salpingectomy (bilateral removal of fallopian tubes)), surgery (salpingectomy to remove the essure), surgery (ablation) and surgery (ablation). Essure (ess205) was removed in october 2015. At the time of the report, the uterine perforation, device breakage, pelvic pain, menorrhagia, vaginal haemorrhage, device expulsion, dysmenorrhoea, abdominal pain, headache, abdominal pain lower, vaginal discharge, weight increased, allergy to metals, fatigue, menstruation irregular, migraine, anaemia, cystitis, urinary tract infection and vaginal infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anaemia, cystitis, device breakage, device expulsion, dysmenorrhoea, fatigue, headache, menorrhagia, menstruation irregular, migraine, pelvic pain, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 3-apr-2018: reporters added and updated patient demographics. Historical drug, historical condition, laboratory data concomitant drugs and treatment drug were added. Updated suspect drug inaction and lot number. Added events abnormal bleeding (menorrhagia), infection bladder, infection urinary tract, infection vaginal, migraines, anemia, migration of essure device location of device/ malposition of essure device location of device: uterus, device breakage, nickel allergy, vaginal discharge, fatigue, perforation (uterus), weight gain and irregular menses. On oct-2015, she explanted essure (previously reported as 2016). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterine perforation"), device breakage ("device breakage"), pelvic pain ("pelvic pain/ pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("heavy vaginal bleeding/ abnormal bleeding (vaginal)") in an adult female patient who had essure (ess205) (batch no. 621682) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anemia from 1991 to 2000, blighted ovum, ovarian cyst ruptured, ovarian cystectomy and depression. Previously administered products included for contraception: depo-provera on (B)(6) 2006 and micronor in 2006; for allergies: zyrtec in 2001; for menorrhagia: ortho tri cyclen; for an unreported indication: ambien in 2006, darvocet in 2006 and vitamins in 2006. Past adverse reactions to the above products included pregnancy with ortho tri cyclen. Concurrent conditions included transvaginal mesh implantation and painful intercourse. Concomitant products included fluoxetine hydrochloride (prozac) from 2006 to 2009 and fluticasone propionate (flonase) since 2001. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles/ dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain") and allergy to metals ("nickel allergy"). In (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and device expulsion ("migration of essure device location of device/ malposition of essure device location of device: uterus"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), headache ("headaches"), abdominal pain lower ("excessive cramping"), fatigue ("fatigue"), menstruation irregular ("irregular menses"), migraine ("migraines"), anaemia ("anemia"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)") and vaginal infection ("infection (vaginal)"). The patient was treated with cilest (ortho tri-cyclen), surgery (salpingectomy (bilateral removal of fallopian tubes)), surgery (salpingectomy (bilateral removal of fallopian tubes)), surgery (salpingectomy to remove the essure), surgery (on (B)(6) 2010 underwent ablation) and surgery (ablation). Essure (ess205) was removed in 2016. At the time of the report, the uterine perforation, device breakage, pelvic pain, menorrhagia, vaginal haemorrhage, device expulsion, dysmenorrhoea, abdominal pain, headache, abdominal pain lower, vaginal discharge, weight increased, allergy to metals, fatigue, menstruation irregular, migraine, anaemia, cystitis, urinary tract infection and vaginal infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anaemia, cystitis, device breakage, device expulsion, dysmenorrhoea, fatigue, headache, menorrhagia, menstruation irregular, migraine, pelvic pain, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: the left tubal ostia had no visible coils after placement of micro inserts and the right had two visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical record; dysmenorrhea, pelvic pain, abdominal pain, migraines, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2018: quality safety evaluation of ptc. On 24-aug-2018: medical record received. Concomitant conditions were added. No new significant information was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding"), headache ("headaches") and abdominal pain lower ("excessive cramping"). The patient was treated with surgery (salpingectomy to remove the essure). Essure (ess205) was removed in 2016. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, vaginal haemorrhage, headache and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, headache, pelvic pain and vaginal haemorrhage to be related to essure (ess205). No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.